Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: during investigation, a crack was observed along the battery compartment threads. The battery cap threads were found to be stripped. The battery cap was unable to secure properly to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked. The battery cap was spinning and not able to be secured to the pump. Reportedly, the pump was rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.